Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010, pt reported she has been experiencing elevated readings since (B) (6), 2008. Pt stated she was speaking to her physician about these elevated readings and he suggested a clinical specialist for her who has been working with her for a few weeks now. Pt reported the clinical specialist explained to her that she had too much scar tissue that was causing the cannulas to bend and thus causing the elevated readings. Pt stated, she was advised to try a longer cannula. Pt reported, they have been monitoring her readings daily and are trying to adjust/raise her basal rates to meet her needs. Pt reported her elevated readings have up into the 400-500 mg/dl range. She stated, her physician recommends she keeps her readings between 90-100 mg/dl. Pt reported, she is treating the elevated readings by bolusing with the infusion device. Pt stated, the infusion device has not alarmed with any error messages. Pt reported, she is now using a longer cannula and since she started this, her readings have improved significantly. Pt stated, her readings have come down recently to as low as 119 mg/dl. Pt reported, she has never changed the infusion adapter. Advised this should be changed every 10th cartridge change. She stated, she does sometimes forget to bolus for her meals. Pt reported, she feels the infusion device is working correctly. Sending replacement infusion sets; no product return requested.